Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral was attempted with a proglide device via a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the proglide device would not advance fully into the vessel. The vessel was incised and the device was removed without issue. It was noted, the guide had fractured at the black and metal connection yet was held together with the actuator wire. Proglide use was abandoned. The sheath was upsized to12f and then 16f. The evar procedure was completed. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure due to the proglide device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Resistance during advancement could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The guide break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date h4: device manufacturing date.